Manufacturer narrative:
The customer contact indicated the device was discarded. The lot number of the device that was in use is unknown. A representative device from lots 46163ns, 52066ns, and 56065ns were rec'd. Investigation is not complete.

Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution and was connected to an unspecified insyte catheter. After an unspecified length of time in use, it was noted that the t-connector of the tubing set had disconnected from the pt's catheter and was found lying in the patient's bed. The customer contact reported that approximately 15ml of blood was lost. The tubing set was replaced and the therapy was resumed. The pt's hematocrit was reported to be "low." No specific hematocrit value was provided. No medical interventions were required. There were no reported adverse pt sequelae. Thought requested, no additional info was provided.